Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips( open more than 4months) test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 244, 248, 238, 274 and 302 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. Customer also stated she has obtained results in the 500's; after reviewing the meter memory, customer is unable to see any results in the 500's and thought that maybe she had made a mistake. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the customer's purse or car. The test strip lot manufacturer's expiration date is 08/26/2019; test strips are expired based on open vial date of four months. The meter memory was reviewed for previous test result history: (B)(6).